Manufacturer narrative:
It was reported that the rollator brakes failed during use. The end user fell on his knees and experienced minor scraping to his knees only. To date, no information has been received to indicate that the end user experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. In response to an FDA 483 issued for cfn 1417592 on 29-aug-2025, this medwatch is being filed.

Event description:
It was reported that rollator brakes failed during use.